Event description:
Facility alleges that blood port and dialysate port caps are different to remove, once in place. This has resulted in formaldehyde spills, causing formaldehyde reaction in clinic employee. Symptoms include burning and itching of skin and eyes and headaches.